Manufacturer narrative:
Primary unique device identification (UDI) number is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the low voltage lead exhibited noise and low pacing impedance within the normal range. Lead integrity issue was suspected. No changes or interventions were performed. There were no patient consequences.